Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was experiencing unexplained high blood glucose. The customer's blood glucose was 268 mg/dl. It was found the customer did not have any symptoms of high blood glucose. Troubleshooting for the insulin pump found the insulin pump passed all functional testing. The customer also reported that their cannula was not bent. It was also found the customer's settings were also correct. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.